Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 800 mg/dl. Customer reported that she had an infection on her face, had problems with her sites, and difficulty removing the battery cap. The customer experienced symptoms such as nausea, vomiting, and lethargy. The customer was treated with IV insulin drip and antibiotics. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.